Event description:
Patient underwent revision surgery due to alleged pain and superior migration of the glenoid implant.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.